Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was used with a patient and when done, turned off. Another nurse came in to use the programmer and during boot up, noticed an error appeared. The nurse turned off the programmer and powered back on and the error cleared. The programmer remains in use. No patient complications have been reported as a result of this event.